Manufacturer narrative:
This event was previously reported in manufacturer report # 2029214-2020-00736, 2029214-2020-00737, and 2029214-2021-00745. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the subject had intracranial vasospasm during the procedure. The vasospasm was considered resolved on the same day ((B)(6) 2020), but the subject died the same day due to expansion of the brain injury. During the 24 hour follow-up imaging, it was noted the target clot had embolized to a new vascular territory during the procedure pass number 3; mca m2-l. There was also expansion of the index infarct. The clinical investigator assessed relevancy as probable to the procedure and devices, and the clinical sponsor assessed relevancy as casual to the procedure and probable to the devices. There were no device issues encountered leading up to the event. The subject had relevant medical history of atrial fibrillation, diabetes mellitus, hyperlipidemia, hypertension. Additional information received updating that term relating to the patient's adverse event and death was changed to "left middle cerebral post-procedure infarction." Additional information received reported that core lab review of post-procedure images found subarachnoid hemorrhage (sah) and swelling of almost entire mca territory with contrast enhancement. No invasive treatment was provided due to the patient's clinical status related to the site observation previously reported of expansion of the left middle cerebral artery infarction. Palliative/comfort care was provided until patient's time of death. Information received indicated a second solitaire device was used. Additional information received reported that the sponsor assessed the event as caused by the procedure and possibly related to the react, solitaire, and phenom 21 microcatheter.